Event description:
A caller reported that the insulin gauge on the pump displayed a different amount than expected earlier in the day, showing zero units when 120 units were anticipated. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by reloading the same cartridge and was advised to contact technical support again if the discrepancy reoccurred during an active fill estimate.